Manufacturer narrative:
The insulin pump was programmed with the correct time and date, then monitored for two days and no reset of the settings were noted. The insulin pump passed the error test. The insulin pump had a scratched display window. The insulin pump was unable to prime during the prime test due to a faulty force sensor. Unable to perform the occlusion and excessive no delivery alarm tests due to the prime anomaly. The insulin pump passed the displacement test.

Event description:
The customer's daughter stated that the customer was hospitalized for low blood glucose and the reading was 20 mg/dl. It was stated that the customer could not read the screen because of scratches and also stated that the settings had been erasing on their own. The medical doctor requested the insulin pump be replaced. Nothing further was reported.